Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was frozen and did not engage when the power was applied. It was further determined that corrosion was observed on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and possible immersion during the cleaning process. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the sagittal saw attachment device was frozen. During in-house engineering evaluation, it was observed that the device did not engage when the power was applied. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.